Manufacturer narrative:
Product complaint #(B)(4). H3 device evaluation summary: the actual device was received for evaluation. One used re-parked needle in a winding former and a dispensed suture of product code j442 were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of strand, body fluids were observed, and the end of the suture was cut that appears to be by the use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records could not be reviewed as the batch number is unknown. According to the condition of the sample, the assignable cause of the performance breakage suture suggest an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The suture easy broken during use. There were no patient consequences were reported.